Event description:
It was further reported that patient treatment was a course of injections for 2 weeks and rehabilitation. The patient's status is listed as disorder of sensation, numb on the right hand and right face. There was no disturbance of motility.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, difficulty removing a catheter occurred. Vascular access was obtained via the left radial artery. The 75% stenosed target lesion was located in the moderately tortuous left renal artery. A 0.035 guide wire was advanced to the aorta. For back up support, a 014 thruway guide wire was advanced across the target lesion. Pre dilation was performed with a sterling balloon catheter. A 7.0x19x150cm express vascular sd stent (sds) was implanted at the target lesion, however during withdrawal of the sds the device became stuck with a non bsc 45cm introducer sheath. Several sds balloon deflations were performed but the sds was unable to removes. The non bsc 45cm introducer sheath was repositioned in the aorta to straighten. Then another attempt to withdraw the express vascular sd sds was made, but was unsuccessful. The non bsc 45cm introducer sheath and the express vascular sd sds were removed together. The procedure was completed with this device. No patient complications were reported and the patient's status was good. However, four hours post procedure a brain infarction was noted. Physician believes "that during handling of the catheter, there was a possibility that thrombosis flew to the brain." This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluate by MFR. Examination of the returned device revealed the balloon was loosely folded with no stent; however, there were stent impressions between the markerbands. The condition of the balloon, including the presence of stent strut impressions between the markerbands is consistent with the reported information. There was contrast in the balloon. There was blood in the y adapter, non-bsc guide catheter, guide wire lumen and on the guide wire. The express sd stent delivery system was removed from the guide catheter with no resistance; however the guide catheter was kinked 5.5cm from the distal tip. Inspection of the remainder of the stent delivery system presented no damage or irregularities. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).